Event description:
As it was reported by the (B)(4) study database, the patient experienced an ischemic stroke on the same day of the index procedure, but several hours after the pta procedure. The symptoms were on the left side. Supportive care was provided to the patient but at the time of discharge the patient still had left-sided facial droop with mild dysarthria. Left extremity had 4+/5 strength with some left upper extremity numbness. Pta was performed on a 99% occluded lesion in the ostium of the right internal carotid artery of 27mm in length in an unknown vessel diameter. The eccentric lesion was mildly calcified with mild vessel tortuosity. The lesion was pre-dilated. A 5mm angioguard embolic protection device was successfully deployed then a 7x30mm precise pro rx stent was deployed at the target site. Upon retrieval of the angioguard, it is unknown if debris was present in the basket. The residual diameter stenosis was 16&. The patient was neurologically intact upon leaving the angio suite. However, the patient was symptomatic prior to the procedure.

Manufacturer narrative:
The adjudication minutes were received from the (B)(4) study which describe the previously reported ischemic stroke as embolic. In addition it was reported that a few hours after the procedure a neck CT was performed which showed a 60% stenosis of the proximal portion of the right ica stent. An additional DHR is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
((B)(6) 2010): asprin, clopidogrel and heparin. ((B)(6) 2010): asprin and clopidogrel. (B)(6)2010:angioguard rx catalog number 501814rmc, lot number 70110508. Several hours after having a stent placed in the right internal carotid artery, the patient experienced an ischemic stroke. Supportive care was provided to the patient, but at the time of discharge the patient still had left-sided facial droop with mild dysarthria, left extremity had 4+/5 strength with some left upper extremity numbness. Subsequent MRI showed infarcts both on right and left side. A review of the manufacturing documentation associated with lot 14111748 was performed, and it was found that no issues were present during the manufacturing and inspection processes. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14111748. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
The cc has been updated to reflect receipt of the adjudication minutes which describe the stroke as embolic. In addition it was reported that a few hours after the procedure a neck CT was performed which showed a 60% stenosis of the proximal portion of the right ica stent. Several hours after having a stent placed in the right internal carotid artery the patient experienced an embolic stroke. Supportive care was provided to the patient but at the time of discharge the patient still had left-sided facial droop with mild dysarthria, left extremity had 4+/5 strength with some left upper extremity numbness. Subsequent MRI showed infarcts both on right and left side. A review of the manufacturing documentation associated with lot 14111748 was performed and it was found that no issues were present during the manufacturing and inspection processes. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 14111748. Although the account reported that the event was in-stent restenosis, the fact that it occurred within 4 hours of stent deployment suggests that thrombosis is the more likely etiology. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the (B)(4) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Embolic stroke is also a known potential risk associated with implanting a stent in a carotid artery. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.